Manufacturer narrative:
The lot number of the device was provided and a lot history review was performed. The device was not returned, however medical records were provided for review. The investigation is confirmed for filter limb perforation and inconclusive for tilt and migration. The definitive root cause is unknown. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced migration of device, malposition of device, unintended movement, and patient device interaction problem. This information was received from one source. One patient was involved with no reported patient injury. The female patient is (B)(6) years old, weight not provided.